Event description:
The patient received a 5cm laceration from the cast cutter. The doctor mentioned two factors that contributed to the incident: 1) there was only one layer of padding. 2) the patient was not conscious. The laceration required sutures.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: inherent risk of procedure. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.